Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 14 mm amplatzer vascular plug 2 (avp2) was selected to embolize in the left subclavian artery (lt-sca) in this patient with marfan syndrome and an aortic arch dissection. On (B)(6) 2015, the avp2 was deployed in the lt-sca. The following day, the patient developed paresis of the right sided upper and lower extremities. On (B)(6) 2015, heparin (10,000 units/day) was administered as a continuous intravenous infusion. The patient remained hospitalized and had a gradual improvement in symptoms as of (B)(6) 2015. According to the physician, this event was potentially caused by multiple cerebral infarcts due to thrombus formation during the avp deployment. He believes the event was procedural related. The patient was reported to be recovering.